Manufacturer narrative:
Visual examination of the returned cortical fixation screw revealed that the saddle had become detached from the screw shank polyaxial ball feature. A review of the device history record found the lot met specifications. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause for head/shank separation during rod reduction cannot positively be determined. However, a potential cause is most likely an unanticipated amount of force being put on the screw during rod reduction resulting in head/shank separation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports t5-11 instrumentation with the viper system was performed on (B)(6), 2014 for the patient with burst fracture. During rod reduction using the vpr approximator, the head of the titanium cortical fixation screw came off from the device. The screw head and shank were removed and replaced with one-size larger screw. Due to the incident, the procedure was extended for 30 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.